Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for eval, but has not yet received them. If either the meter, strips, and/or control solution are retuned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2008, the lay-user/pt contacted lifescan alleging that a one touch ultra meter had an "apply sample" issue. The pt tests her blood glucose 4 or more times a day. She takes insulin that is self-adjusted. The pt indicated that the alleged meter issue started on four days prior to original date. The pt did not take any actions related to diabetes treatment as a result of the alleged meter issue. On one day prior to original date, the pt received assistance in an ER. The pt's blood glucose was tested on an ER/hosp meter and a result of "497" mg/dl was obtained. The pt was treated with insulin (unk types/dosages). She denied having symptoms of high/low blood glucose during the time of concern. It would have been helpful to know the following info: what actions the pt took in response to the meter issue, what her previous meter readings were before the alleged issue started, and what actions she took before going to the ER. In addition, it would have been helpful to know if the pt was able to test her blood glucose at all after the meter issue began and before she went to the hosp. The reported meter issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt claimed that she received insulin treatment of hyperglycemia in an ER after the alleged meter issue began.